Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Corrected data: h4 device manufacture date, h6 type of investigation, d4 UDI #, lot, and expiration date. Additional information was requested and the following was obtained: the lot number is c9dh3k. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Did the patient receive any preoperative chemotherapy or radiation? No. What were the indications for surgery? Esophagitis and hiatal hernia. What surgical procedure was performed? Hiatal hernia repair and fundoplication.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: was the small branch blood vessel sealed by the device while it was skeletonized or as a part of the bundle? Yes. Were there any issues with device performance intra-op during the original procedure? No. Were there any alert screens during original procedure? No. Was the bleeding site confirmed during 2nd op and was the device used at that site during the original procedure? Yes. What is the user¿s experience with harmonic technology? Good. Was a gen11 and ethicon handpiece used during the original procedure with the har36cn? Yes. What is the patient's current status? Good. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient experienced bleeding about 1 hour after the esophageal hiatal hernia surgery. The loss of blood was about 800cc. A second operation and transfusion was conducted to rescue the patient. Per reviewing the vcr, the surgeon suspected the bleeding on a small branch blood vessel on the left side of the stomach and suspected it was related to bad coagulation effect of device.